Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a colder solder joint on a display connector. No motor error alarm could be confirmed due to the blank display. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported she went through an airport scanner the other day and now her insulin pump is completely unresponsive. It shows a blank screen. Customer changed the batteries but the issue persists. Customer's blood glucose is 222 mg/dl. The device was not exposed to extreme temperatures or direct sunlight. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.